Event description:
I am writing to formally request a full refund for my byte aligner treatment, addressing byte's failure to deliver the promised results, the impact on my dental health, and recent regulatory concerns that have left me with no viable path forward in treatment. I initially chose byte as a more affordable treatment option, but considering the additional complications, the cost to address any repercussions from this treatment could far exceed the initial savings. I began my byte treatment on (B)(6) 2022, following the completion of an impression kit assessment on (B)(6) 2022, which qualified me for aligner treatment. Byte's treatment plan, as outlined in their contract, estimated my treatment would take approximately six months and promised lifetime results that would meet my expectations. Now, over 30 months later, I am still in treatment, with multiple setbacks and rounds of refinement. Despite byte's guarantee, I have yet to achieve the results I was promised. Throughout my treatment, byte has sent incorrect aligners multiple times. Most recently, a shipment was lost by ups, delaying my treatment for nearly a month. When the new aligners finally arrived in (B)(6), they did not address the alignment issues I had, leaving me with the same problems I started with. This is not the first time byte has sent incorrect aligners, significantly impacting my treatment timeline and results. In (B)(6) 2023, I noticed that my teeth were shifting, and my gums had begun to recede. This was alarming, so I reached out to byte, seeking a resolution and even requesting a refund to explore other treatment options. Byte dismissed my concerns, stating that the gum recession was "normal" and instructed me to stop wearing my aligners for a 14-day "resting period," which did not address the issue. Byte's response misled me into believing it was safe to continue treatment. This lack of clear guidance may be considered negligent, especially in light of their recent regulatory suspension, which shows they should have been more transparent about potential risks. I believe this failure to provide safe, informed guidance jeopardized my dental health and compromised my trust in the treatment. On november 6, 2023, I received an urgent field safety notification from byte, stating that they were suspending sales and marketing of their aligners and impression kits. This notification highlighted that byte is working with the FDA on regulatory issues with their products, suggesting that byte's products may not meet required safety standards. This raises concerns about their compliance and transparency. The regulatory suspension directly impacts me, as I can no longer receive aligners to complete my treatment, and I have no assurance of their safety. At this point, I am no longer able, nor do I wish, to continue my treatment with byte, as I cannot trust their products or guidance. Byte's regulatory suspension leaves me without a path to complete the treatment as guaranteed. I have no other means to request a refund apart from disputing the claim with the credit card I used to pay for the treatment, and I am prepared to provide any additional evidence if needed to support my case. This situation involves unmet contractual obligations and potential consumer protection concerns. I am requesting a refund to cover the costs of my byte treatment, allowing me to pursue alternative treatment for my dental health. Byte's repeated failures, dismissive responses to my health concerns, and recent regulatory suspension have resulted in a compromised, prolonged, and potentially harmful treatment experience. Their failure to provide safe, informed guidance and comply with regulatory standards has left me without the promised results and in potentially compromised health. I ask for a refund to receive appropriate care and mitigate the lasting effects of this experience.